Manufacturer narrative:
Sample analysis: a visual eval revealed that the device and microcatheter were returned cut in two pieces. The delivery pusher was returned with the implant detached from the device. The delivery pusher was tested for electrical resistance and met specification. The attachment monofilament that holds the implant intact with the delivery pusher was white opaque. This appearance is consistent with over stretching. Root cause: it appears that the implant was exposed to a force that exceeded the maximum tensile specification of the attachment monofilament.

Event description:
It was reported that during advancement of an embolization coil through a microcatheter into an aneurysm, upon retracting the device, the coil prematurely detached within the microcatheter. An intravascular snare was used over the microcatheter to remove the coil successfully. No harm was reported.